Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported the patient was having a pocket revision because ins is tilted. The cause of the ins being angled is unknown. Hcp stated "shifting in the pocket" or perhaps a stich came loose. Hcp stated on (B)(6) 2018 patient will be brought into surgery to perform a pocket revision. No patient symptoms or further complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient had a pocket revision today as the battery was tilted and the patient's husband could palpate it. The manufacturer's representative (rep) stated that is was a little deeper. The rep was trying to charge now, just after the case and the recharge quality was showing between good and excellent. The rep added that there are bandages, swelling, serous fluid because the case was literally just done. Troubleshooting resolve the reported issue. Recharge speed was accessible, recharge quality was between good and excellent; ins was laying flat/level now. The rep reported the reason for revision was for difficulty getting excellent charging and the main concern when charging was the patient had to push the disc against her backside and that was painful. The healthcare provider was able to revise the pocket but in order to fix it, they had to go fairly deep. The hcp had to go 2cm vs. 1cm in order to make it more comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacture representative and a consumer regarding a patient implanted with an neurostimulator for spinal pain. It was reported that the patient was never able to get 'excellent' coupling while recharging the ins. It was noted that it takes the patient 1.5-1.75 hours to charge the ins and that they only ever get 'good' coupling. It was noted that the ins was superficial and parallel to the skin, so a new ins recharger was being sent to the patient. No patient complications were reported. Additional information was received from a consumer via a manufacturer representative on (B)(6) 2018. The manufacturer representative stated that the patient has adjusted the recharge rate from level 4 to level 3 and that has improved the recharge therapy manager (rtm) sensitivity for charging getting good and excellent recharge coupling. Additional information was received via manufacturer representative from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient cannot get ¿excellent¿ to show on the recharger and there is difficulty with recharging. The patient was sent a new recharger to try to resolve the issue. The charge quality was showing as good. The patient charges for one hour every 3-4 days when the implantable neurostimulator is at 50%, but they never see ¿excellent¿. It was noted that the implantable neurostimulator was angled in the pocket. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that the patient's husband was playing with the recharging speeds and it takes 2.5 hours to charge every 2-4 days. The patient's husband speculated that the ins was placed too deep. The caller said the patient had better mobility with a previous system. The patient was not doing well and the system doesn't work yet and they can't turn it off because then they would be in too much pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.